Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified "upper arm." The sterling 4.0 x 40mm balloon was advanced to the lesion and inflated to 12 atm for one minute and then 14 atm for one minute and then upon the 3rd inflation to 14atm after 30 seconds, the balloon ruptured. The procedure was completed with another manufacturer's balloon. No patient complications were reported, and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and non calcified "upper arm." The sterling 4.0 x 40mm balloon was advanced to the lesion and inflated to 12 atm for one minute and then 14 atm for one minute and then upon the 3rd inflation to 14atm after 30 seconds, the balloon ruptured. The procedure was completed with another manufacturer's balloon. No patient complications were reported, and the patient's status is good.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: returned product consisted of a sterling over the wire balloon catheter. Visual and tactile inspection of the proximal hub and shaft presented no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was approximately 35 mm long. Magnified inspection of the balloon material at the edges of the tear presented no indication of an initiation point. Magnified and tactile inspection of the shaft revealed shaft kinks located approximately 12 mm and 30 mm from the tip. Examination of the material surrounding the kinks and tear did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).